Event description:
Facility reported that the tissue filter basket was missing on the atec eviva vacuum assisted core biopsy device, causing the tech to have to manually retrieve the tissue samples from the atec canister.